Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) levels rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 4 and 24 hours. Additionally, the patient reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. Information on pod site, and treatment was not provided. The pod was removed, and discarded.